Manufacturer narrative:
The device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis confirmed that the device did not charge efficiently by observing a charge time-out as-received. The device charged nominally when the battery was replaced with an external supply. No hybrid anomalies were found. Battery analysis found no lithium-plating within the head space insulator region or on the electrode coil. Thick lithium was intact across the entire length of the anode with uniform thickness, as typically for lightly depleted batteries. Based on the destructive analysis, no evidence of internal shorts or other defects was found to account for the charge time out that occurred during final function test. Continuation of concomitant products: 5076-45 lead implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable cardioverter defibrillator (ICD) was replaced with no allegations against the device. The device was returned to the manufacturer, analyzed, and the analysis was inconclusive. No patient complications have been reported as a result of this event.